Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 425 mg/dl. The customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the insulin gauge was inaccurate, an occlusion alarm occurred and am unexpected reset occurred. A supply change was performed resolving the issues. Customer's blood glucose level was 344 mg/dl for these events. Ultimately, the customer reverted to an alternate method for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.